Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported a blood leak was observed during hemodialysis treatment. Additional follow-up with the clinic charge nurse revealed an internal blood dialyzer leak was visually observed immediately after treatment was initialed. No defect/damage observed to the dialyzer or its packaging. Blood test strips were used and tested positive. The patient was able to successfully complete hemodialysis treatment using the same machine. The sample was available to be returned for evaluation.

Manufacturer narrative:
Occupation: health care professional. Plant investigation: the complainant facility returned one f180nr dialyzer for manufacturer evaluation. During gross visual examination of the sample the investigator identified a short fiber on the cavity ID end at approximately 130º with the dialysate ports at 0º. The returned sample was subjected to a laboratory bubble point test in order to confirm the source of the reported blood leak. A steady flow of bubbles (indicating a leak) was noted emanating from the cavity ID end potting cut surface near the center of the fiber bundle. The complaint investigator subjected the dialyzer to destructive disassembly in which the sonically welded screw flanges were removed from the dialyzer to better isolate the source of the leak. The bundle was then removed from the dialyzer housing and during subsequent visual examination, investigator was able to isolate the leak and visually confirm a short fiber at approximately 130º with the dialysate ports at 0º on the cavity ID end. The investigator could not determine any additional damage, defects, voids, or irregularities. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak on the cavity ID end of the dialyzer. The complaint has been deemed confirmed.

Event description:
A biomedical engineer (biomed tech) reported a blood leak was observed during hemodialysis treatment. Additional follow-up with the clinic charge nurse revealed an internal blood dialyzer leak was visually observed immediately after treatment was initialed. No defect/damage observed to the dialyzer or its packaging. Blood test strips were used and tested positive. The patient was able to successfully complete hemodialysis treatment using the same machine. The sample was available to be returned for evaluation.